Event description:
It was reported that during an implant attempt, the device started to have no right ventricular pacing on the new header. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; pzv210128h no anomalies were found.